Event description:
A (B) (6) male was implanted with an acticon device on (B) (6) 2007. On (B) (6) 2008, the cuff was removed and replaced, due to recurring incontinence. Hospital not returning the explanted component. Unable to follow-up. No further info provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.